Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l3-s1 fusion via an anterior/posterior approach where rhbmp-2 was mixed with allograft and autograft and implanted with and without a peek cage. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Event description:
It was reported that on: (B)(6) 2006: patient presented with preoperative diagnosis of annular tears l3-4, l4-5 and l5-s1 and underwent anterior lumbar inter-body fusion l3-4 and retroperitoneal exposure of spine. Patient was implanted with rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.